Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the left anterior descending (lad) artery while attempting to reposition the stent delivery system (sds), the stent snagged on a portion of the lad anatomy and dislodged from the sds. The stent moved distally from the ostium of the left main artery and lodged in the left internal iliac artery. No intervention was performed. The lad was treated with a different stent and the patient was discharged. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the delivery system was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.